Event description:
It was reported that during a lower anterior resection procedure, when firing the device, they did not feel any resistance and therefore did not transect the bowel. They examined the stapleline and could feel the staples superiorly but could not feel any staples on the posterior aspect of the rectal stump. They opened a new stapler to complete the operation. There was no reported pt consequence.